Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary. Device enters ambient mode and alarms with teqr_bmmonitoring logged in error log. Original complaint: when customer switched on the unit its shows ventmode control failed and in service mode tf 346054 ,tf 446029 is showing .